Event description:
During a meniscal repair the device would not slide. Sales representative stated that the surgeon could not advance t2 over dimple. The surgeon cut the suture behind the knot and left t1 in the joint. The repair was completed using additional fast-fix devices of other lots. No delay was reported. No patient injury or complications took place.

Manufacturer narrative:
Three used devices were returned for evaluation. Two devices were returned with no suture or implants. Both needles are bent slightly, which is normal for a used device. Third device has t2 and a portion of the suture remaining on the needle. T2 is advanced to the pre-deployment position on the needle. T2 deployed without issue. No conclusion could be made for the reported device failure.